Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose is high as 524 mg/dl and current blood glucose was 445 mg/dl. Customer reports the following symptoms related to their high blood glucose was nausea and not feeling good. Customer treated for high blood glucose with manual injection of 5 units of humalog. Based on customer report customer does not allege pump was under delivering. The drive support cap appears normal. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. Customer advised to call when tubing clamp received to perform hp test to confirm pump can detect an occlusion. The insulin pump will not be returned for analysis.